Manufacturer narrative:
1/10/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the insturment did not fire properly. The surgeon used another insturment to complete the procedure. No pt injury was reported.